Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue."

Manufacturer narrative:
The following fields have been updated with additional provided information: d.3. Medical device manufacturer: (B)(4). D.4. Medical device lot #: 1293948. D.4. Medical device expiration date: 2022-10-31. H.4. Device manufacture date: 2021-10-20. G.1. Manufacturing location: (B)(4).

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the unspecified bd vacutainer tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw issue."